Event description:
A vaxcel PICC line was placed for therapuetic purposes on an unknown date. It was reported a pin hole leak was noticed where the catheter meets the extension tubing. Based on the limited information available, it appears to be located at the suture wing. The PICC line was explanted in 2005. Attempts for clarification habe been unsuccessful so far. Should further details become available, a supplemental medwatch report will be filed under the approrpriate sequence number.